Manufacturer narrative:
Concomitant medical products: catheter model 8703w, lot# l38317, implanted: 1996-(B)(6), explanted: unk; pump model 8637-40, (B)(4), implanted: 2012-(B)(6), explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump was replaced due to eos (end of service) to avoid invivo battery depletion. During surgery the surgeon was unable to aspirate the catheter. He attempted to flush the catheter with a very small amount of saline which was also unsuccessful. "A back table prime of 0.3ml over 19 minutes was initiated and then the new pump was connected to the catheter". Following surgery it was stated that patient recovered with sequel. Prior to surgery the patient complained of migraine and post-operatively she was very drowsy and still reported a headache. It was decided to observe the patient post-operatively for another hour and if she did not improve, she was to be admitted. It was noted that the patient was "always very groggy after surgery." The next day i.e. 2012-(B)(6) she was alert and awake, but still reporting a headache and nausea and vomiting. The drug dose was reduced from 12.5mg/day to 9.5mg/day. Drug delivered via the device was morphine 25mg/ml. Patient was then discharged home. It was later reported that the migraines were unrelated to the replacement. Reporter was not aware if there was an occlusion in the catheter. No dye study or other tests were performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device revealed no anomaly, normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.